Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: when the surgeon attempted to remove the device, the anvil got loose from the handle and became blocked in the colon of the patient. The surgeon converted from an endoscopic procedure to open surgery in order to remove the anvil. The anastomosis was perfect, as well as the staple line. The procedure was delayed by more than 30 minutes. There was no blood loss of more than 500cc. The incision was extended more than 2.5 cm. No reinforcement material used in conjunction with the stapling device. There was no unanticipated tissue loss or tissue damage. The delay did not result in any adverse event or impact the patient's hospital stay. Last known patient status: the patient was doing well.

Manufacturer narrative:
(B)(4).